Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with their therapy and the issue began a couple weeks ago. Patient stated their therapy would go up and down in intensity without them changing it and this morning it happened several times. Patient noted sometimes they would turn it up and they would be in pain and later they didn't feel it and it went back down or it would be at the base settings and all of a sudden it was higher. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the field for visibility.